Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The 8mm x 40mm was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and there were no further patient complications as a result of the dissection.

Manufacturer narrative:
Updated fields: e1 - initial reporter email.

Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The 8mm x 40mm was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and there were no further patient complications as a result of the dissection.

Event description:
It was reported that a dissection occurred, which was treated using an additional stent. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The 8mm x 40mm was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and there were no further patient complications as a result of the dissection.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.